Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all operational specifications and identified no failure. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr device was not seated correctly with the handpiece device. It was reported that there was no delay in the procedure due to the event, as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.